Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, the sterile water leaked from the valve of the foley catheter during sterile water injection.

Manufacturer narrative:
The reported event was unconfirmed. Received (5) photo samples. The first photo was a top view of the 2 way catheter and return syringe. The second photo was a zoomed in view of the bifurcation site. The third photo was of the inflation cap with batch # ngjs4621. The fourth photo was a zoomed in view of the tip of the catheter with deflated balloon. The last photo was of the tray labeling with batch # myjx5094. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 2758j14 and manufacturing lot number ngjs4621. Visual inspection noted no obvious observations. Catheter filled with 10ml mbs using returned syringe. Inflated with no difficulty. No leakage present at valve. Per tm0300903 formula (1.5 / (1.5 + 0.5)) * 100, ballon concentricity= 75/25. Only 5ml deflated within 5min. Catheter filled with 10ml mbs using in-house syringe. 10ml deflated within 43sec. The reported event was unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Correction: d,h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, the sterile water leaked from the valve of the foley catheter during sterile water injection. Per investigator's notification received on 05jan2026, it was reported that the deflation syringe issue was found during sample evaluation (pr# (B)(4).